Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It is reported that the procedure was to treat an 80% stenosed lesion in the left circumflex (lcx). When the protective sheath of the 2.5x15mm nc trek balloon dilatation catheter (bdc) was removed difficulty was noted. The bdc was advanced to the target lesion; however, the balloon failed to inflate. Therefore, the bdc was remove from the patient. Another balloon was used to complete the procedure. There was no adverse patient effect and no clinically significant delay reported in the procedure. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. The investigation was unable to determine a conclusive cause for the reported difficulties. There is no indication of a product quality issue with respect to manufacture, design, or labeling. D9, h3 - the device was initially reported as returning for analysis but has now been reported as not returning because it was discarded at the account.